Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 68373fz01. Device history record review did not identify any non-conformance's, deviations, or potential non-conformance's with lot: 68373fz01 and the complaint issue. The overall performance of lot: 68373fz00, of which 68373fz01 is a sublot, was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This review shows that the median patient result falls within +/-3sd of the established baseline, indicating the reagent lot is performing acceptably on market. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I anti-hbs reagent for lot: 68373fz01 was identified.

Event description:
The customer observed falsely elevated alinity I anti-hbs results for an 82-year-old female patient when compared to another method. The following data was provided: sample (B)(6): alinity I result = 13.14 miu/ml (=10 miu/ml is reactive), wantai result was <2 miu/ml (=10 miu/ml is reactive). Sample (B)(6): alinity I result = 143.51 miu/ml (=10 miu/ml is reactive), wantai result was <2 miu/ml (=10 miu/ml is reactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.

Event description:
The customer observed falsely elevated alinity I anti-hbs results for an 82-year-old female patient when compared to another method. The following data was provided: sample 1: alinity I result = 13.14 miu/ml (=10 miu/ml is reactive), wantai result was <2 miu/ml (=10 miu/ml is reactive). Sample 2: alinity I result = 143.51 miu/ml (=10 miu/ml is reactive), wantai result was <2 miu/ml (=10 miu/ml is reactive). No impact to patient management was reported.